Manufacturer narrative:
The following fields have been updated with corrected information: d4. Unique identifier (UDI) #: (B)(4). This field was reported with only (01) and (10) in the initial MDR. It was missing information for (11) and (17). Investigation summary bd had not received samples, but one photo was provided for investigation. The photo was reviewed and the indicated failure mode for open package/seal ¿ sterility in question was observed, however, the angle of the photo does not allow us to evaluate product placement in the package. Additionally, 100 retention samples from bd inventory were evaluated by visual examination for all damages and the issue of open package/seal ¿ sterility in question and incorrect placement were not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of open package/seal ¿ sterility in question, and unconfirmed for incorrect placement in the packaging based on the photo analysis. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that before using bd vacutainer® ultratouch¿ push button blood collection set with pah, customer noticed a split packaging leaving the collection barrel exposed, rendering the product unsterile. It looks like the product has been put upside down in the moulded packaging on six (6) devices. No patient impact reported.

Event description:
It was reported that before using bd vacutainer® ultratouch¿ push button blood collection set with pah, customer noticed a split packaging leaving the collection barrel exposed, rendering the product unsterile. It looks like the product has been put upside down in the moulded packaging on six (6) devices. No patient impact reported.

Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.